Manufacturer narrative:
H3- device evaluation: no abnormal shape was found on the rod or nozzle part. The amount of viscoelastic material injected was inferred to be sufficient based on the mark of viscoelastic material filled. The lens was cut and both loops of lens were found deformed. H6- device history record (ohr) review: the serial was certified by coc issued by manufacturer without any irregularities. There was no irregularity found at visual incoming inspection claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
Optical part rotation at lens insert of a ks-ni2 aq310ain, 14.0 diopter preloaded injector was reported. The once implanted iol was cut and removed because the position of the implanted lens was not as expected and hard to reposition the iol. Back up lens was used and the surgey was completed successfully. The reporter stated "as the lens should be once implanted but soon removed from the patient, there was "surgery took longer than usual" but no patient injury".